Event description:
It was reported that the ilet did not receive cgm data from a dexcom g7 while the dexcom mobile app continued to show readings, and guided troubleshooting included toggling cgm settings and attempting to pair a new sensor, after which pairing did not complete within an hour and the user was advised to start a new g7 sensor. Symptoms included no reported clinical symptoms. Outcomes included no reported patient impact, medical intervention, or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed a pairing or communication failure between the ilet and the dexcom g7, with the cgm sensor itself functioning on the dexcom app, indicating a connectivity issue limited to the pump-cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication or pairing issue.